Manufacturer narrative:
The investigation for the hemolysis has been completed. The pump was not returned for investigation. The pump was utilized from 09/22 at 00:25 to 09/27 at 11:36. The patient experienced hemolysis within less than 24 hours of starting the impella. Data logs show a suction alarm and several placement signal low alarms during the hemolysis event, with a trending placement signal and a recovering trend in pump flow without any observed motor current spikes. The 5s optical signal parameters were within specifications. According to the clinical information, cvp was low, and albumin was administered along with one unit of blood, which aided in the recovery from hemolysis. Additionally, the iabp was discontinued during the hemolysis event. The cause of the hemolysis issue was most likely patient condition related, based on data log review and given clinical details.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported that the patient on cp support had blood in the urine. The p-level will remain at p-9 as the patient needs the support. One unit of red blood cells was given. The patient survived the event.